Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (b)(3) 2023. During the procedure, the joints on the tip of the clip was deformed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h10 for full investigation details.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. H10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, the device returned without its over sheath, just with the blue grip. Microscopic examination was performed, and the capsule bottom part is deformed. Also, the clip arms were not bent. Functional examination was performed, the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip arm bent was not confirmed. Based on the returned device, it was found that the clip assembly was highly stuck with the bushing and with the capsule bottom part damaged. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and from the information available, this device was used per the instructions for use (dfu)/product label.